Event description:
It was reported that the ilet user¿s blood glucose readings were elevated after the insulin pump had been paused for approximately two hours, and the caregiver had been entering multiple meal announcements to correct highs. Symptoms included hyperglycemia reaching 400 mg/dl without report of severe clinical sequelae. Outcomes included no alerts or alarms, no emergency care, and no hospitalization. Investigation included troubleshooting and user education regarding appropriate use of meal announcements and correction practices. Investigation of this case revealed that inappropriate user operation contributed to elevated glucose, specifically pausing insulin delivery and using meal entries as corrections, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error.